Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx drug eluting stent to treat a moderately-tortuous and mildly calcified proximal rca lesion exhibiting 100% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was not inspected. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered and excessive force used. The stent could not pass through the lesion and stent deformation is occurred. Therefore it was replaced by another manufacturer' s product. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.